Event description:
Information was received that reported a patient had been hospitalized due to hypoglycemia. The reporter states that in 2007. At 12:30am, the patients insulin infusion pump with blood glucose monitor gave a blood sugar reading of 255mg/dl. A correction bolus was delivered. The reporter states the patients blood glucose reading at 2:30am was 75mg/dl at which time she gave him some milk and no bolus. At 10:30am, his sister found him in distress and called the paramedics. Paramedics administered with glucagon and a glucose solution via IV and transported patient via ambulance to the emergency room. He was released from the hospital wearing his pump around 3:00 pm the same day. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Manufacturer completed the entire form. Evaluation summary: the suspect device was returned and evaluated. Accuracy tests were performed with control solutions, the device was found to be measuring accurately. No operational or functional failure was detected and the product was within specification. Note: the customer did not return or identify the test strips that they had used.